Event description:
The customer called to report having problem with filling the reservoir. It was indicated that the reservoir does not draw the insulin through the transfer guard. It was stated that if the transfer guard is removed from the reservoir the plunger would move through the barrel without too much trouble.